Manufacturer narrative:
H3. Product analysis determined that the visual and optical inspection did not reveal any blockage in the 3 way adaptor. Functional inspection confirmed liquid would flow through the adaptor smoothly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that on (B)(6) 2025, the doctor placed a catheter in the lumbar cistern for the patient and continuously drained the cerebrospinal fluid. The doctor observed that the drainage was not smooth and found that there was little drainage fluid in the lower section of the 3-way which was later confirmed to be blocked by the product 3-way. The device was replaced with a new one. There was a procedure delay of 20 minutes. The patient's status at the time of the report was alive-no injury.